Event description:
New information noted: the right ventricular lead (rv) had fracture and was exhibiting failure to capture. The rv lead was explanted, and new lead rv was implanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with syncope. Interrogation revealed the right ventricular lead exhibited intermittent capture. No changes or interventions were reported. The patient condition was unknown.